Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a single lumen umbilical vessel catheter (uvc). The customer states the uvc was functioning correctly after following protocol, in regards to cleaning and inserting. The customer further reports a leak was then discovered. The customer states that the leak in the connection was located between the connector and the catheter. The leak occurred just below the molded strain relief. The customer stated that they used chloride hexidine to clean the area and the area was completely dry prior to insertion. The customer did not find it difficult to handle the catheter during insertion and it was not difficult to secure. The customer used a suture to secure the catheter. The customer advised the catheter was inserted on (B)(6) 2013 and it was inserted in the umbilical artery. This was a continuous feed with 0.5 ml saline per hour. The customer advised that the catheter was removed on (B)(6) 2013. The uvc was not replaced and the status of the patient is okay.